Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that after spaceoar placement, it was discovered that a portion of the hydrogel was implanted in the prostate, the exact amount is not known. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).